Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti low-profile port body, one cath-lock and a catheter fragment were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a full catheter break at the port stem under the cath-lock, as a catheter fragment was identified on the port stem under the cath-lock. The radiopaque ring was oriented distally, and the catheter fragment appeared to be over the middle and proximal region of the port stem. The catheter fragment did not appear to be up against the port body. The edges of the catheter break appeared to be slightly inclined and jagged. Gross visual evaluation of the cath-lock was unremarkable. No anomalies in the port stem were apparent; some scoring marks were apparent near the middle of the port stem. Blood and residue were noted throughout the sample. The sample was observed to be patent to infusion and aspiration with no leaks observed during in-lab functional testing. No components of the sample measured during sample evaluation were confirmed to be out of specification. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 07/2023); g4. H11: b5, d10, h3, h6 (method, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device placement, during infusion of chemotherapy medication, an extravasation of chemotherapy medication was allegedly observed. It was further reported that approximately two weeks post port placement, the catheter was allegedly ruptured and migrated to the unknown place and the connector was in place. Reportedly, the device was removed and another device was placed. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 07/2023).

Event description:
It was reported that some time post port device placement, during infusion of chemotherapy medication, an alleged extravasation of chemotherapy medication was observed. It was further reported that approximately two weeks post port placement, the catheter was allegedly ruptured with migration and the connector was in place. Reportedly, the device was replaced. The patient status is unknown.